Event description:
It was reported the pt was no longer receiving adequate coverage. As a result, the lead was explanted and replaced. The replacement lead resolved the pt's issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.